Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication the cuff experienced inflation/deflation difficulty while in use with a cuff pressure gauge. The cuff pressure gauge was not manufactured by medtronic. The customer indicated there was no patient harm or injury with this event.

Manufacturer narrative:
The sample associated to this report was received and the customer reported issue could not be duplicated. An inflation/deflation test was performed and there was no inflation/deflation difficulty observed. We are unable to determine the cause for this specific event however; manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. The device history record was reviewed and showed that product was released meeting all applicable quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication the cuff experienced inflation/deflation difficulty while in use with a cuff pressure gauge. The cuff pressure gauge was not manufactured by medtronic. The customer indicated there was no patient harm or injury with this event.